Manufacturer narrative:
Block h3: the pioneer plus pplus120 catheter was returned for evaluation. Visual and microscopic inspection confirmed the needle was exposed, resulting in a sharp edge of non-malleable material. During functional testing, a needle deployment/retraction test was performed. The needle was stuck in a deployed position, and could not be retracted. Block h6: the probable cause is a mechanical failure due to the needle unable to retract. Device manipulation, impact, and applied pressure associated with use and handling can further affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a5: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: (B)(6). Blocks h3 & h6: the pioneer plus pplus120 was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a pioneer plus pplus120 catheter was used in a therapeutic peripheral procedure to treat a slightly fibrous proximal sfa. After use, it was noted that the needle did not fully retract inside the body. Several attempts were made to push the needle to retract, but was unsuccessful. The catheter was removed with no patient injury reported. This product problem is being submitted due to the exposed needle, resulting in a sharp edge. There is a potential for harm if the malfunction were to recur.